Manufacturer narrative:
H3: a supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
2 additional information was received form the manufacturer representative on 2018-oct-11 reporting that the scs replacement was scheduled for 2018-(B)(6). The device was received for analysis on 2018-(B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep called in requesting instructions on how to on begin a physician mode recharge (pmr). The rep got the 60 minute countdown to come up and then technical services had an emergency on-call and had to answer the phone. It was suspected the patient's device was overdischarged. Additional information received from a manufacturer representative (rep) on 2018-07-31, confirming that the patient¿s device was overdischarge. It was reported that the patient had lost their charger and programmer ¿years ago,¿ (the exact date was unknown¿ so the event date of the overdischarge was not known. The rep reported that the patient has been in contact with patient services to procure replacement devices via insurance. In the meantime, the rep stated they had been allowing the patient to use their demo recharger and programmer. It was indicated that there were no symptoms related to the overdischarge. It was reported that after the first 60 minute reset, the ins began to recharge and after an hour of recharging the ins had not yet reached 25 percent, so the patient left the medical facility to continue charging at home. They reported later that day that the ins was not charging, so the rep instructed them how to perform another device reset. The patient stated they didn¿t have time to do that at the moment. The rep stated they were scheduled to meet the patient again on (B)(6) 2018 to ¿clear the por (power on reset¿ and attempt reprogramming of the ins. The patient stated they would perform the device reset and recharger before their next meeting. The cause of the overdischarge was due to the patient not charging their device. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) via a healthcare professional (hcp) on 2018-jul-30. The rep indicated that the patient lost their charger and programmer years prior to the report-exact date was unknown. The patient has been in contact with patient services to procure a replacement device via insurance. In the meantime, the rep gave the patient a demo recharger a programmer. The rep indicated that after the first 60 minute reset, the ins began to recharge. After an hour, the ins had not yet reached 25% so the patient left the medical facility to continue recharging at home. The patient later reported that day that the ins was not charging so the rep instructed them how to perform another device reset which they did not have time to do at the moment. They were scheduled to meet on (B)(6) 2018 to clear the power on reset (por) and attempt to reprogram the ins. The patient stated that they would perform a device reset and recharge before the meeting. Technical services was notified on 2018-july-30. Additional information was received from the rep on (B)(6) 2018. The rep cleared the por. An impedance check showed electrode number 8-12 and 15 were greater than 40,000. The cause and date of occurrence was unknown. The rep was able to program around t hese electrodes; a1: right sided hip/low back a2: left sided hip/low back. They were not able to capture coverage in the patient¿s feet which was possibly due to a limitation of available electrodes. The patient¿s ins was implanted in 2013 and has a decreased service life due to the overdischarge so they would like to meet with the hcp to discuss replacement of the ins. The patient is borrowing the rep¿s truck stock charger and programmer so they can utilize their stimulator until their replacement. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator ins battery had reduced capacity due to the overdischarge. If information is provided in the future, a supplemental report will be issued.